Event description:
Livanova deutschland received report of a heater/cooler system displaying error codes (e07, "pump (stirring mechanism) is blocked (too slow)"; e21, "patient circuit 2 pump uses too much power (patient circuit 1), during field service activity. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: the technician come on site replaced the patient pump and cardioplegia pump, to fix the reported problem; after that, error codes e21 and e17 appeared. Subsequently, he replaced the distribution board; after this operation, the errors disappeared. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.